Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear, which they understood and acknowledged.